Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor display is not functioning. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Event description:
The customer reported that the monitor display is not functioning. There was no patient involvement.